Manufacturer narrative:
(B)(4). The manufacturer did not receive explanted devices, x-rays, or other source documents for review. The lot numbers received for explanted device history records were reviewed, and found to be conforming. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It is reported, that a revision surgery occurred due to suspected allergic reaction and loosening.